Event description:
A 10 fr suction catheter was attached to suction tubing and the nurse attempting to suction a pt through an et tube. Nurse indicated that she was not getting amount of suction needed. Nurse removed the suction catheter, and attached suction tubing connector directly to et tube. Suction was still minimal. Hosp staff felt that et tube might have been occluded so they removed pt's et tube and replaced it. When trying to suction the pt again they determined that suction was still restricted. They examined the connector on suction tubing and observed a clear piece of plastic in connector. The report indicated that possibly there was too much force used when attaching suction catheter and a small piece of plastic might have broken off.

Manufacturer narrative:
Allegiance response: batch history reviewed for identification of products involved. No deviations were noted during the mfg process. No additional handling of these components is done during assembly. Supplier notified. Baxter healthcare response: the sample provided did not show the problem described by the customer. A team of production and quality personnel was formed to further investigate this problem. The documentation file for this part number in incoming area was reviewed, no defects related to this problem were found. The production process records did not show defects related with particles in the connector. The documentation file for the batch number was reviewed and no discrepancies were found at the time the producted was mfg. Although no defects were found of this particular sample, close monitoring will be given to this defect type.